Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button and was unable to clear an alarm. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that the act button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that they have changed the battery already and that the battery was already in the insulin pump for longer than three minutes and the time was not advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. No frozen screen noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.